Event description:
This polaris adjustable pressure valve was implanted to a pt. As overdrainage was observed about 2 months after implantation, the neurosurgeon tried to increase the pressure of the valve, in vain. He replaced the valve by another polaris valve.